Event description:
This issue was identified during a product recall for traxis vue lot #2010292. The traxis vue that was implanted during a lumbar fusion did not possess the radiopaque markers needed for monitoring. There has not been any injury or revision surgery reported.